Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had PICC tube flushing and dressing changed regularly, and the PICC tube was found to be broken on the same day. Immediately after admission, a bilateral jugular vein and superior vena cava angiography were performed, and the broken end of the pipe was removed. It was found that the fibrin sheath was formed at the end of the removed catheter. This PICC tube is placed in the right upper arm, which is different from the traditional elbow placement, and there is no possibility of physical activity causing breakage. It is initially suspected that the material is lacking in flexibility and fracture resistance.